Event description:
Health care professional reported that just prior to using the sizers they realized that they weren't sterile. They think the "not sterile" on the package should be easier to see and printed in a color that gets their attention. They know they can be sterilized times, but always throw them away because they do not have a means in place to track how many times they have been sterilized. There was no adverse effect to pt.